Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a preparatory to a routine device replacement on with capture thresholds and impedance on the right ventricular lead that had been increasing for the past 8-9 months. The physician was planning on explanting the lead at the device replacement procedure.